Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a crease was observed on the anterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 4/6/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received on 4/6/2019 indicated the patient underwent removal and replacement with mentor memorygel breast implants 550cc, catalog number 3505504bc, serial number (B)(4) lot number 7525626 (l) and serial number (B)(4), lot number 6853559 (r). The device lot number was identified as 228938. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a gel mentor memorygel breast implant 550cc and experienced rupture on the left breast implant and capsular contracture (baker grade unknown) on the right breast implant. The rupture and capsular contracture were confirmed by physical examination. As a result, the patient will undergo removal of the implants on (B)(6) 2019. This is for the right side implant; see manufacturer report number 1645337-2019-07998 for contralateral prosthesis.